Event description:
Reuse tech (rt) reported multiple incidents of blood leaks with the CT 190g dialyzer after an unknown number of reuses. Rt stated that there were no pt injuries or medical interventions associated with these incidents. No further incident detail is available at this time and no more will be forthcoming per rt.